Event description:
The customer stated that he has been having high blood glucose levels because of air bubbles. The customer stated that he went to see his doctor one day and he treated a blood glucose reading of 308 mg/dl with a bolus. During the doctor visit, the customer experienced low blood glucose levels and was transported to the hospital for treatment. The customer's blood glucose dropped to 159 mg/dl within a short time. The customer was advised to speak with the trainer about the air bubbles. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.